Event description:
It was reported a very late stent thrombosis occurred on the originally deployed stent, which worsened until it became an acute myocardial infection and an emergency percutaneous coronary intervention was performed. Following a percutaneous coronary intervention an 8fr angio-seal sts plus was selected for use. A pre-deployment angiogram revealed common femoral artery puncture with a 6.0mm lumen diameter. Mild calcification was noted at the puncture site. A 7fr sheath was used during the procedure. When the physician withdrew the device/sheath assembly after the device cap had been locked into the rear lock position; the suture broke and the whole device came off. The physician reported that no resistance was felt when the anchor was successfully deployed at the inner wall of a blood vessel. The tamper tube did not appear out of the carrier tube. The suture and the collagen did not protrude on the skin and remained under the skin. Therefore, the physician could not attempt to advance the knot and the collagen with the tamper tube. An angiogram was taken in the inferior limb which revealed the anchor possibly was located around the purification of peroneal artery, posterior tibial artery, and anterior tibial artery. Manual compression was applied and hemostasis was achieved. The patient was monitored for any sign of occlusion and the possibility of surgery for myocardial infarction. Additional information revealed the patient was being monitored in the ICU. The patient had an ultrasound below the knee and no image of the anchor was found and there was no sign of vessel narrowing or occlusion. The pt still has a fever of 38 degrees and there is still a hematoma at the puncture site; however, hemostasis was completely achieved. Considering the heart function and anticoagulation, it is impossible to perform surgery at this time.

Manufacturer narrative:
In conclusion, one each of the following 8f angio-seal sts plus components were returned for evaluation: hemostasis sheath and carrier tube assembly. The deployment sleeve was in the extended and locked position, but was not inserted into the hemostasis cap. Damage was noted to the hemostasis cap and the deployment sleeve consistent with prior insertion/locking of the deployment sleeve into the cap and subsequent forcible extraction of the same. A 3.8" length of suture exited the sheath distal end; the suture distal end was consistent with a tension break; the black heat shrink had been exposed. The suture was then partially extracted, exposing the clear heat shrink; the tamper tube was not returned. Suture degradation was noted consistent with chemical and/or heat exposure; no other visual anomalies were noted. The location of the black heat shrink relative to the clear heat shrink was consistent with the manufacturing specifications. The device was disassembled. The suture was properly positioned with no evidence that it had been tangled, knotted, or restrained; a portion of the suture remained coiled within the suture wind disk. No contributing anomalies were noted in the suture path, or in the location/condition of any related component. A clear film of unknown material was present on the suture, and the suture continued to break during manipulation, consistent with the aforementioned degradation. No contributing visual or functional anomalies were noted. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical,the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor of fragments, or surgical intervention. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness tingling or pain in the extremity when ambulating, rash, wound damage, or any other unusual symptoms.